Event description:
The patient's parent reported that they called for an ambulance to seek medical attention, and the patient was hospitalized due to hypoglycemia attributed to insulin over-delivery from the omnipod. No additional details regarding symptoms, diagnosis, or treatment were provided despite multiple good-faith attempts to obtain further information.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.